Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to reset the pump, which resolved the issue, and was advised to continue using the pump while monitoring for any recurring malfunction codes. No further malfunctions occurred after the reset, and the caller was instructed to contact support again if any issues reoccurred.